Event description:
The facility states that the surgeon successfully implanted a model aa4203v intraocular lens into the pt's eye in 1996. The pt presented for ophathlmic exam in 2003 and the surgeon noted the pt exhibited loose zonules in the post-operative eye. The surgeon explanted the intraocular lens in 2004 as the lens had become dislocated. The facility indicates that there was no pt injury or product malfunction to cause the lens dislocation. There were no additional adverse events as a result of the lens explant.